Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
This pt is enrolled in the (B)(6) study. The graft was patent at the time of implant with no kink or endoleak reported at the conclusion of the procedure. There was no difficulty with graft deployment and no pt-related adverse events were reported at the time of the procedure. The CT scan on (B)(6) 2013 (740 days post-procedure) showed a distal type I aneurysm and aneurysm growth (82.7 mm post-procedure, 73 mm at 12 months, 78 mm at 2 years per core lab measurements). A secondary intervention was performed on (B)(6) 2013 (901 days post-procedure) to treat the endoleak and a stent was successfully placed (no info about stent is available).